Manufacturer narrative:
Per -2066 final report. Additional information, including operative notes, post primary and pre revision x-rays, patient details and pre-operative planning documents was requested in order to progress with the investigation of this event, however, not all could be provided and the explants could not be returned for examination, thus the investigation of this event was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the surgeon had commented on the positioning of the device and the patient's anatomy. Based on this information, and following review of the device manufacturing records, it has been concluded that this event is likely due to the position of the shell in the acetabulum and the patient's anatomy increasing the likelihood of dislocatioon and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 1 year and 9 months due to recurrent dislocation.

Manufacturer narrative:
Per - (B)(4), initial report. Additional information, including operative notes, post primary and pre revision x-rays, patient details and pre-operative planning documents has been requested in order to progress with the investigation of this event, however, not all is available and thus there is only very limited information available for the investigation. Pre-operative planning documents have been provided and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 year and 9 months due to recurrent dislocation.